Event description:
The customer provided data questioning creatinine plus ver.2 (crep2) results for four patient samples. Of the data provided, the results from two patient samples were erroneous. It is not known if erroneous results were reported outside of the laboratory. Clarification has been requested. Patient sample 1 initial crep2 result was 0.6 mg/dl. The repeat result was 1.5 mg/dl with a data flag. On (B)(6) 2015, patient sample 2 initial crep2 result was 1.52 mg/dl. The sample was repeated twice with results of 1.10 mg/dl and 1.09 mg/dl. The customer also provided crep2 results of 1.0 mg/dl and 3.8 mg/dl. It is not known when these results were obtained. It is not known if these results were from the same sample. It is not known which result was considered to be correct. It is not known if erroneous results were reported outside of the laboratory. Clarification has been requested. No adverse events were reported. The crep2 reagent lot number was 607522 with an expiration date of 08/30/2015. The field service engineer replaced the water pump, halogen lamp, teflon seal, probe, and valve.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer has provided additional information related to the crep2 results of 1.0 mg/dl and 3.8 mg/dl. These test results involve an additional patient who had an initial crep2 result of 1.0 mg/dl on (B)(6) 2014. On (B)(6) 2015 the patient returned to the laboratory for routine testing and the results from a new sample were 3.8 mg/dl with a data flag and 3.9 mg/dl with a data flag.

Manufacturer narrative:
Based on the information provided, the root cause is not related to the reagent. All instrument specifications were acceptable. The issue was solved by the actions taken by the field service representative.

Manufacturer narrative:
The customer provided additional creatinine plus ver.2 (crep2) results for 7 patient samples. Of the data provided, one patient sample was erroneous. The initial crep2 result was 1.0 mg/dl. The repeat result was 1.3 mg/dl. The result of 1.0 mg/dl was reported outside of the laboratory. The patient was not adversely affected.